Event description:
Related manufacturer report number: 2017865-2021-40143; 2017865-2021-40148. It was reported that noise and non sustained oversensing was observed on the right ventricular (rv) lead. The noise led to incorrect diagnosis of ventricular fibrillation, inappropriate antitachycardia pacing therapy (atp) while charging with aborted shocks. Noise was also observed on the atrial lead. The patient reported no symptoms. Due to the patient's age the doctor opted to program off tachy therapies. No other actions were performed. The patient was stable.